Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was repeatedly exhibiting a fault code. The ICD was replaced, and returned to cpi for analysis.